Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; the cause of the low bg was unknown; however, customer is reportedly a brittle diabetic and can experience a low bg easily. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer continued to use the pump for insulin therapy.